Manufacturer narrative:
Concomitant medical products: product ID: 8780, (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (500 mcg/ml at 120 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2019 it was reported that the patient had been complaining of increased tightness but did not have intrathecal baclofen withdrawal symptoms otherwise. An x-ray was done on (B)(6) 2019 and showed a complete catheter fracture. A side port aspiration on (B)(6) 2019 was negative for csf (cerebrospinal fluid). The physician was unsure of when it happened or how it happened. The issue was not resolved at the time of the report. The patient was referred to neurosurgery for a catheter revision. Surgical intervention was planned, but not yet scheduled. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.